Event description:
A report was received that the patient's device was not working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that what was meant with the device not working was that the ipg was no longer charging and not running. Device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's device was not working. The patient will undergo an ipg replacement procedure.